Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site due to its position. No device malfunction suspected. The patient underwent an ipg revision procedure.